Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the nurse added more air to the cuff on the 8th day of use, but the cuff did not re-inflate as normal. Due to risk of leak, the cuff was changed out for a new one, and there was no injury to the patient. No further information has been made available.

Manufacturer narrative:
One used sample was received for evaluation. The detached component, a cuff inflation line, was also returned with the sample. A terumo 6ml syringe with efd tip was used to energize the et tube with air in the area where the et tube and cuff inflation line separated. The balloon cuff inflated and deflated as expected, with no issues or burst on both bonded areas (proximal and distal) and cuff fabric. The connection of the inflation line to the pilot balloon was examined under magnification (50x), and no defect or damage was seen at the point of connection. The point of separation for the two components (et tube and cuff inflation line) appeared to have jagged edges at the bonding joints, as if they were torn or bitten. Root cause was confirmed to be unrelated to the manufacturing process. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-jhc-16-01601.